Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump¿s reservoir compartment was deteriorating. Customer stated that the top of the compartment was cracked and chipping off. The customer stated that the reservoir does lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.